Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 console was used in a ureteroscopy procedure performed on (B)(6) 2021 . During the procedure, the physician was fragmenting the calculation, system alerted error code 1013 - useful life of flashlamp exceeded, replace flashlamp and it stopped working. It was attempted to turn off and restart the console to continue the procedure, but it did not work and the procedure was cancelled. There were no patient complications reported as a result of this event.